Manufacturer narrative:
Approximate age of device ¿ 5 months. A full evaluation of the device could not be conducted because the patient remains ongoing on vad support. The instructions for use lists infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, the patient developed a (B)(6) infection at the driveline exit site. The patient had a temperature of 38.1 celsius and white blood cell count of 11.5 x 10^3/ul. The patient was hospitalized and an unspecified surgical procedure was done. Non-specific changes to the patient¿s medication were made. It was reported that the event was resolved on 06/18/2015.